Event description:
Boston scientific received information that this device displayed a fault code#1003 (battery voltage to low for projected remaining capacity) back in (B)(6) 2012 from the patient's monitoring system. At that time, the data had been reviewed by the clinic. The patient had regular data uploads, including the one that occurred in (B)(6) 2012. Boston scientific's technical services (ts) contacted the local representative to discuss the issue which included a recommendation to explant the device. The physician contacted ts and was informed that the device should be explanted due to this issue. After obtaining permission from the physician, data from the patient's monitoring system was upload and the information was sent to in-house engineering for analysis. The physician was planning to have the clinic contact the patient for an in-clinic device check. Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory and the device was explanted without incident. The device along with a memory upload and save-to-disk are enroute for analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
Upon review of the data from the patient's monitoring system, the device's voltage was reported as 2.868 volts. It was noted that the device hardware was not detecting the loss of battery energy and because of that, the battery status indicators were not reflecting the depletion condition and were inaccurate, which resulted in the fault code. It appears that the voltage began to diverge from the expected levels in (B)(6) 2011 and has been depleting consistently since then. The device current is high but appears to be stable. The conservative course of action is to replace the unit as soon as possible. Upon receipt, the device will undergo detailed laboratory testing to determine root cause.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.